Manufacturer narrative:
(B)(4). The ec60a device (a) was received for analysis with no visual non-conformances and with an ecr60g cartridge (c) reload present. The cartridge reload (c) was received partially fired 1/3 consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position using a test cartridge and the returned cartridge reload (c) and achieved its complete firing sequence without any difficulties. The staple lines and cut lines were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The event could not be confirmed as no malformed staples were noted during functional testing. No cutting issues were noted during functional testing. It should be noted that in order to open a device that has being partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic pneumonectomy procedure, the jaws did not open outside the patient after the 1st firing of the 1st device on the lung parenchyma though the target tissue was cut and stapled as intended. The target tissue was regular. The cartridge is green. Reinforcement material was not used. Another device was used to complete the case. Then, the knife of the 2nd device did not move forward at the 2nd stroke of the 3rd firing on the bronchial tube. So the knife was returned and the jaws were opened. The staples were deployed halfway and the tissue was not cut. The staples of the distal part were unformed and the staples of the proximal part were proper b formed. There was no unexpected resistance in closing and no unexpected noise. Another device was fired on the side of the patient to complete the case. There were no adverse consequences to the patient. The device did not clamp something hard such as an existing staple line or clip.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.